Manufacturer narrative:
Additional information was received on 01/17/2016 stating that the battery gauge had continued to behave erratically, at times charging normally and other times, the battery gauge was noted to be "jumping" around. The pump battery gauge was noted to be at 70% charge when plugged into a power source. Subsequently, the gauge dropped to 45% and did not move, despite indicators displaying that the pump is charging. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the pump was plugged into a power source, the battery gauge immediately went from 15% battery life to 40%, then decreased to 20% after being plugged in for a few minutes. There was no impact to the customer's blood glucose level.